Event description:
The manufacturer received information alleging a aeris evo ventilator "pre alert" alarm condition occurred. There was no harm or injury reported. The ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error code e-133 (active exhalation valve failure) was recorded in the event log, and confirmed by the technician that the proportional valve and 3 way solenoid valve (on blower chassis) were defective and needs to be replaced to address the issue. In addition, error codes e-208 and e-330 were recorded indicating the system pca needs to be replaced. The blower assembly and machine flow sensor are contaminated; vanity cover and internal battery door are damaged. Due to the 4-year preventive maintenance, the muffler assembly, particulate filter and air inlet foam filter need to be replaced. The unit was not serviced due to the customer request.